Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. The following sections were updated: it is an instrument and model #/lot # should be n/a which was wrongly entered in 0001825034-2018-01597.

Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure of uni-compartmental arthroplasty the impactor broke when the humeral provisional was being inserted with a impactor. As a replacement, a humeral impactor xs was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The fractured impactor was evaluated, and showed signs of multiple uses and wear. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an elbow arthroplasty, the impactor fractured when the humeral provisional was being inserted with a impactor. As a replacement, a humeral impactor xs was used to complete the procedure. No patient consequences were reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.